Manufacturer narrative:
Edwards lifesciences was unable to perform due diligence efforts to retrieve the suspect device for analysis as there was no customer contact information provided in the voluntary incident report. No product was returned for evaluation; therefore, a definitive root cause could not be determined, and corrective or preventive action is not indicated at this time.the lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
Edwards lifesciences was notified via a direct voluntary incident report submission to the FDA that a customer experienced, during either a hybrid or transcatheter aortic calve replacement in an elderly female patient, the pacing catheter malfunction and the wires were "removed intact." Per the customer, the pacing wire may be internally severed. The cable is bent and looks to be broken internally. There was no allegation of patient injury. The voluntary incident report did not include customer contact information, patient information or product information related to the reported event.